Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the rear response button cable plug being pulled from the connector on the ca board, causing fault. Upon further investigation, the service code 104 was confirmed in the downloaded data but could not be duplicated. The root cause of the pulled response button plug cannot be positively identified. There was no adverse event that resulted from the damaged monitor.